Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch) that a female patient who underwent an unknown procedure with unspecified mentor saline breast prostheses developed health problems after implantation. The left breast contracted within 30 days and had to be revised, causing major pain. The patient reported that her health started declining beginning in 2008 and developed the following: extreme adrenal fatigue; chemical sensitivities; weight gain; severe hives on arms and legs; digestive issues; chronic abdomen pain; moderate breast pain due to swollen glands; chronic pain in the neck, back and shoulders; severe shooting pains and burning pains in both breasts; chronic fatigue; chronic dysfunction; muscle aches; hair loss, recurring yeast infections; ringing in ears; shortness of breath; night sweats; hot flashes; skin rashes; changes in skin pigmentation; decline in vision; chronic inflammation, and depression. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the right breast prosthesis.